Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this right ventricular lead exhibited a pace impedance measurement of greater than 2,000 ohms. There was no noise or oversensing observed. Technical services discussed programming with the health care professional (hcp). The hcp was planning to continue to monitor. The lead remains in service. No adverse patient effects were reported.